Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a neurologist could not interrogate vns pt's using her programming system. No further info has been received from the treating neurologist as good faith attempts have been unsuccessful to date. A new programming system was sent to the site and the old programming system was returned to the MFR and it is undergoing product analysis.